Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. Customer's blood glucose value was 22.6 mmol/l at the time of the incident. Another blood glucose level was 12.9 and 13.2 mmol/l. The device will not be returned for analysis.